Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the basic occlusion test as a result of a protruded/loose drive support disk. The device was received with cracked case at the display window corner, cracked reservoir tube, missing end cap sticker, and cracked battery tube threads.

Event description:
It was reported that the customer's insulin pump alarmed. Advised the caller that the device would be replaced. No further information was provided.